Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and error 31098 was found. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior a da vinci assisted surgical procedure that the site did a couple power cycled prior to call. Had the site power off and do an emergency power off (epo) of the patient side cart (psc) with no change at startup. This is a hard fault on arm 3. The procedure was aborted with no patient involvement.